Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Contact stated that the battery depletes from 100% to 15% in one day. The pump battery became completely depleted and the pump shut off. Although the pump was connected to a power source for an extended period of time the pump could not be turned back on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.